Event description:
It was reported to the MFR that the reporter was unable to program the vns patient as desired. Follow-up revealed that the reporter reseated the flashcard to resolve a screen freeze issue on the handheld, and got a "sql error" message. The handheld and the software involved with the event have been returned to the manufacturer. Product analysis on these products has not been completed.